Manufacturer narrative:
Eval: method - DHR review performed. A photo visual example provided shows the package is damaged/torn, confirming defect reported. Results - the DHR review revealed that no similar issues were found during mfg or package process of this lot. Conclusions - no samples is required to confirm defect reported. Defect reported represent .01% defective of lot reported. No sample disposition is required since there was no product returned for analysis.

Event description:
The event is reported as: incoming inspection alleged issue: "package was found torn during inspection." No pt injury reported.